Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used during an upper endoscopy procedure on (B)(6), 2012.according to the complainant, during the procedure the clip closed in the esophagus but would not release from the delivery catheter. A second resolution hemostasis clipping device was used to complete the procedure.there were no patient complications as a result of this event. The patient condition was reported as fine post procedure.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the device was not used past its expiry date.(B)(4):the complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.